Event description:
It was reported that (6) devices were used during a gi stapling procedure. It was reported by the rep that the tvc55 staplers did not fire. Another device was used to complete the case. There was no consequence to the pt. Only (4) of the (6) involved are being returned.